Event description:
It was reported that the bend relief split during implantation of the outflow graft. The bend relief was not cut, the damage was noticed while connecting the graft to the pump. There was nothing unusual about the positioning of the device within the patient and nothing was noted during pump preparation. The bend relief was replaced.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.